Event description:
The pt experienced underdose symptoms: there was no improvement in the pt's spasticity despite several pump drug dose increases. The pump contained baclofen. The physician believed the catheter was in the subdural space. The pt underwent a spinal segment catheter revision on (B)(6) 2011, and the catheter was successfully positioned. Pt outcome was unk by the reporter. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).